Event description:
Product analysis for the explanted generator was approved on (B)(4) 2012. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
The patient's explanted generator was returned on (B)(4) 2012 and is currently undergoing product analysis. Follow up with a nurse manager at the physician's office was performed on (B)(6) 2012. The following information was obtained. In (B)(6)2012, the patient was having seizures. There was no allegation of an increase in seizures but a statement that the patient was still having seizures. The reporter was uncertain of the relationship to the pre-vns baseline. She attributed the seizures to battery depletion. She stated that the patient underwent generator replacement due to end of service; however, follow up with a manufacturer's consultant revealed that the device had been replaced prophylactically. No diagnostics results were provided.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Event date, corrected data: previously submitted MDR stated the event date as (B)(6) 2012. Additional information was received indicating the event date was (B)(6) 2012.this report is being submitted to correct this information.

Event description:
On (B)(6) 2012, it was reported that this vns patient was being referred for prophylactic generator replacement. It was suggested that patient may have had slight increase in seizures, but no magnets were available, so it was difficult to tell if there was actually an increase in seizures. On (B)(6) 2012, it was reported that, on this date, the patient underwent prophylactic generator replacement. On (B)(6) 2012, an implant card was received indicating that the patient's generator had been explanted for prophylactic reasons and replaced. On (B)(6) 2012, a battery life calculation was performed. The results indicated 4.03 years to eri = yes. Attempts for additional information have been unsuccessful to date. Attempts for product return are underway but have not been successful to date.